Event description:
The device was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue present on helix. Visual analysis comment: anchoring sleeve fixation site could not be determined.